Event description:
Npb received information that the caregiver failed to change modes from standby to assist control mode after connecting a pt to the lp10 ventilator resulting in pt cardio/pulmonary compromise.